Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise on the right ventricular (rv) lead was causing oversensing and intermittent inhibition of pacing. This rv lead was capped and replaced. No patient complications have been reported as a result of this event.